Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal balloon dilatation procedure performed on (B)(6) 2021. During the procedure, the balloon ruptured at 5.5 atm. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results: a visual examination of the returned complaint device found that the balloon was torn longitudinally. Which confirms the reported event of balloon burst. No damage found on the catheter of the device. Based on the available information, it is possible that factors encountered during the procedure, such as the interaction with scope or any other devices during procedure that could create friction on the balloon, caused the balloon to torn longitudinally, which was perceived as a burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal balloon dilatation procedure performed on (B)(6) 2021. During the procedure, the balloon ruptured at 5.5 atm. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event.